Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a check lines and bag during fill 8 of 13, that the supply line was full of air while using the home choice (hc). The heater bag was empty and the supply bag was full. The caregiver (cg) stated that the supply line clamp was closed until the last cycle. The cg stated that heater bag never refilled after fill 7 was bypassed. The supply line was still full of air. The cg cycled the power off for 30sec and back on. The hc resumed fill and the alarm repeated. The hc was not going to refilling the heater. The technical service representative (tsr) assisted with end of therapy early procedure. The cg to notify the peritoneal dialysis nurse (pdn) of missed therapy. During a follow up call with the caregiver (cg) on (B)(6) 2012 regarding the air in the line. Per the cg, the solution bag was knocked off the table and fell on the floor. The cg stated that is when the air was noted in the line. The solution bag did not disconnect or leak. They contacted the doctor about the alarm and the air in the line. The doctor advised them to end therapy and the home patient (hp) resumed therapy the following night on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) during the fill stage 8 of 13, where the care giver reported the supply line was still full of air. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the problem. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.